Event description:
It was reported that, "the pin driver is stripped out, will not engage the pin head."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.